Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The device was unable to use its own power to establish communication to the master pdm. An external power supply was used to power the device and assist it in establishing communication. Despite many attempts, the device was unable to establish communication to the master pdm to extract the pod data. Internal corrosion was found on the pcb and on the top battery. The cannula assembly was inspected and found a leak on the unexposed portion of the soft cannula. Fluid was observed leaking out of an internal tear, which diverted the intended path of the fluid. The location of the tear relative to the nail measured 0.228". Therefore, the internal tear caused internal corrosion for the device, which in turn prevented the extraction of the device data. Without the device data, it could not be determined whether the device generated a hazard alarm. Additionally, other various damages were found on the device. Cracks were observed on the top housing of the returned device. The housing vent was observed punctured. A gouge was observed on the fill septum of the reservoir. It could not be determined how these occurred or if they affected the pod functionality.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 420 mg/dl. In addition the patient receive a hazard alarm during operation.